Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pumps is giving occlusion errors while giving out the clinical bolus. It happened 4 times last week and twice today, the patient did not receive medical treatment.

Manufacturer narrative:
Functional testing was unable to duplicate the customer's complaint. There was bubbling on the seal, along with an off set downstream occlusion sensor. The bubbling on the seal, along with an off set downstream occlusion sensor, could likely have caused the customer's issue during a pca remote dose activations. The device history record review did not identify this pump having any manufacturing issues. There were three issues with dso sensors identified, but no mention of an assembly issue in each case. An email was sent to manufacturing to review the position of the dso sensor with their team. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.